Event description:
It was reported that during normal follow-up, the patient notifier could not be felt by the patient when tested. Patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.